Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported downstream occlusion which was reproduced. A review of the event history log identified downstream occlusion messages. The reported condition was verified. The cause was determined to be the force sensor was out of specification. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. The process step and where the event occurred were unknown. There was no patient involvement. No additional information is available.